Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 304 mg/dl, 343 mg/dl, 406 mg/dl, and 101 mg/dl. Customer went to the hospital after obtaining the reported results. Customer tested 116 mg/dl on professional device 30 minutes after receiving the reported results. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.